Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: concomitant products: left breast implant saline mentor smooth round moderate profile 420cc, serial number: (B)(4), catalog number: 3503420. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate saline breast implants that the left side deflated after implantation. The issue of deflation on the left side confirmed by physical examination, and capsular contracture baker grade IV bilaterally, and painful breast deformity were diagnosed preoperative examination. It was also indicated that the capsular contracture on the left breast leading to complete collapse of the left implant. As a result, the patient had bilateral removal on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On 04/11/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).